Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain and breathing difficulty and described a pulsing sensation on their left side. The patient was evaluated and it was felt that the left ventricular (lv) lead was causing diaphragmatic stimulation. Lead settings were adjusted and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.